Event description:
It was reported that the customer's blood glucose has been in the low 30's and went up to 300mg/dl. It was stated that the customer was hospitalized due to diabetic coma a month ago. It was stated that the device alarmed no delivery during bolus. Troubleshooting could not be performed as customer did not have time to test at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.